Event description:
Falsely elevated alanine aminotransferase (alti) results were obtained on qc and a patient sample. The patient result was reported to the physician. A repeat was run after correction of a calibration error and a lower alti result was obtained and reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated patient alti result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated alti result is user error. The account failed to follow instructions in the alti method for calibration calculation. The siemens healthcare diagnostics inc technical service center representative directed the customer to proper calibration calculation for the method which resolved the issue. The instrument is performing within specifications. No further evaluation of the device is required.